Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
This emdr covers the unknown number of catheters with unknown lot numbers of the same catheter associated with the malfunction.

Manufacturer narrative:
Device 13 of 13 e.1: complainant city: (B)(6) patient country: italy. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports the line on the catheter tiemann does not give the right direction to insert the catheter in. The guideline of catheter is misaligned. 12 boxes involved. There was no harm reported. No additional information was provided.